Event description:
Pump failed on heart-lung bypass machine resulting in partial circulatory arrest. Pt without any adverse outcome from failure. Fluid level suddenly rose from 1200ml to 3500ml, light console green but flow rate 0.0l/min and rpm0. No audible alarm, map dropped from 60mm hg to 22mm hg hand crank used turned battery on and off and pump worked.